Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the stent moved on the balloon. The target lesion was located in a calcified coronary artery. A synergy(tm) drug eluting stent was advanced but failed to cross the lesion due to calcium. When the device was removed, it was noted that the stent moved on the delivery system via angiography. The physician went ahead and deployed the stent, rather than losing it. No patient complications were reported.